Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wire was shorter than usual. The sensor was inserted into the (B)(6) 2026. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.